Event description:
Boston scientific received information that this right atrial (ra) lead was not working as expected. It was reported that it exhibited pacing impedances greater than 2,000 ohms, non-capture and non-detection. The patient underwent a surgical procedure and this product was explanted and extracted. The product will not be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.